Event description:
It was reported that the patient passed away.

Manufacturer narrative:
E1: reporter phone number and email were not available. Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported patient outcome could not be conclusively established through this evaluation. The cause of death was not provided but it was not considered to be device or therapy related. Due to patient privacy laws the managing hospital would not communicate patient information. An autopsy was not performed. The pump was not explanted. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.